Event description:
The complainant reported a patient with pulmonary embolism was implanted with an impella device for mechanical circulatory support. High purge pressure was experienced after bag change. The purge cassette was replaced. The patient continued on support until the device was successfully weaned. The patient outcome was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp with smartassist system. Section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. This report is being filed as part of a retrospective review of historical records.